Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 245mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.